Manufacturer narrative:
(B)(4). Additional manufacturer narrative: valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. In this case, the valve was explanted due to dehiscence, chb, and severe pvl. The device was not able returned for evaluation. Based on the available information, the root cause of the dehiscence remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was that a 25mm valve was explanted on pod #16 due to dehiscence, complete heart block, and severe pvl. A new 25mm pericardial aortic valve was implanted in replacement. The surgery was reported to have gone well. As reported, the 25mm edwards valve was implanted as part of a re-do due to regurgitation of a non-edwards valve that had been implanted approximately 5 to 6 years. It was suspected that the non-edwards valve was infected. The patient was treated with antibiotics and had teeth removed prior to the 25mm edwards valve implant. Intraoperative cultures were normal. The 25mm edwards valve implant went well and the patient did well post operatively. During the case of 25mm edwards valve explant, the surgeon found that two of the three simple sutures had pulled through the annulus, and that 1/2 to 2/3 of the 25mm edwards valve had fallen partially into the lvot. The surgeon believed that this explained the leak and the rocking, and the cause of the patient going into heart block. The 3 suture bites were wider than typical per. While the annulus was defect free, the surgeon believed there may have been pannus present at the annulus and potentially subannular where the 25mm valve stent was explanted. The surgeon and the rep believed that the size was appropriate and certainly not undersized. The patient had a normal rhythm, or was at least out of heart block after the new 25mm valve was implanted.